Event description:
The orsiro drug-eluting stent system was chosen for the treatment of a severely calcified lesion in the lad (90 percent stenosis degree). The orsiro could not pass the lesion and was therefore removed from the patients body. After withdrawal a stent deformation was noticed.

Manufacturer narrative:
18-nov-2019 - additional note, device was attempted by direct stenting. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is deformed at its proximal end. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that, according to the IFU, pre-dilatation of the lesion is mandatory.

Event description:
The orsiro drug-eluting stent system was chosen for the treatment of a severely calcified lesion in the lad (90 percent stenosis degree). The orsiro could not pass the lesion and was therefore removed from the patient's body. After withdrawal a stent deformation was noticed.